Manufacturer narrative:
De vloo p, vermeulen l, vandenberghe w, nuttin b. Open fracture of deep brain stimulation leads with normal electrical impedances. Brain stimul. 2020;13(6):1639-1641. 10.1016/j.brs.2020.09.018. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, ubd: , implanted: unknown, explanted: unknown, UDI#: asku ; product ID: 3389, serial/lot #: unknown, ubd: , implanted: unknown, explanted: unknown, UDI#: asku ; product ID: 3708695 , serial/lot #: unknown, ubd: , implanted: unknown, explanted: unknown, UDI#: asku ; product ID: 3708695 , serial/lot #: unknown, ubd: , implanted: unknown, explanted: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported event: it was reported that at 4 months postoperatively, the patient was admitted after a fall with her head against an open door, which resulted in a large scalp wound through which both leads were exposed. Although the distal electrode tips were not displaced and intracranial abnormalities were excluded on trauma computed tomography. The clinical effect of the deep brain stimulation (dbs) was completely abolished. The left lead insulation was stripped off over multiple centimeters, while the right lead was completely broken, both in the extracranial portions. Repeated impedance measurements with the programmer yielded perfectly normal results in both leads measured at 0.7, 1.5 and 3.0 v, despite the visual damage. The authors hypothesized that the presence of the blood or tissue at the proximal tip resulted in normal impedances when measured at the open ends of the system. The leads and extension cables were removed. In the absence of the active dbs, the patient's symptoms relapsed completely, and the parkinson's medication was restarted (after no longer taking it due to effect from dbs) and increased. Five months later after the scalp had healed, new leads and extensions were implanted and connected to the stimulator. The system improved her pd motor symptoms with complete cessation of pd medication at five months post-op. The patient was implanted with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease.